Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room because of chest pain. Upon device interrogation, the implantable cardioverter-defibrillator exhibited non sustained right ventricular oversensing episodes due to diagnostic anomaly. The events were not being binned on the discriminator channel but were on the sense amp channel. During initial interrogation, it was noted on the discriminator channel but not the sense amp channel. Programming change was discussed but has not been made since the patient was in bigeminy. The patient was stable.